Manufacturer narrative:
H3 correction: the previously applied device code a1405 has been replaced with a1407. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an dose rate of 850 mcg via an implantable pump. It was reported that at each pump refill, the physician found a 5 ml difference between the expected reservoir volume (erv) and actual reservoir volume (arv).  There were no known environmental factors that may have led or contributed to the event.  The patient was ok in spite of the difference.  No intervention was planned at the moment.  It was unknown if surgical intervention was to occur.  The issue was not resolved as of (B)(6) 2023.  The patient was without injury regarding their status as of (B)(6) 2023.  The date of pump implant was unknown or would not be made available.  The patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative on 2023-may-04. It was reported there were no pump alarms heard or issues seen in the pump logs. It was reported the physician had found 5 ml more in the reservoir than expected. It was reported that normally the expected reservoir volume was 7 ml and the actual reservoir volumes was 12 ml. Regarding actions taken or planned to resolve the issue, it was noted that the patient had no sign of spasticity increase, so they planned to wait for the next refill. It was reported the cause of the volume discrepancy was unknown.